Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced but was confirmed through review of the event history log. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.